Event description:
It was reported the gastrointestinal videoscope had image distortion. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage (disconnection) to the image sensor unit caused by stress during use, external factors, or handling, or an abnormality (failure) in the electrical contact of the scope connector's electrical contacts. Regarding the events found by olympus, it is likely the following led to the malfunctions: damage on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.